Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260; serial/lot #: (B)(6), ubd: 25-jun-2025; UDI#: (B)(4). Product ID: 97 7a260; serial/lot #: (B)(6); ubd: 03-aug-2025; UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with implanted lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) experienced a loss of pain relief. High lead impedance readings were observed, with the left lead contacts mostly measuring approximately 2700¿4000 ohms and the right lead showing contact #10 at 4000 ohms and contact #13 at 4000 ohms. The affected contacts could not be programmed due to the high impedance. Troubleshooting was performed by programming around the affected contacts; however, with the left lead largely affected, it was difficult to achieve left-sided therapy. The issue remained ongoing at the time of the report, and the physician planned to replace the leads in the future. No injury was reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.